Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in loading a new cartridge using proper techniques and was able to successfully resume insulin therapy. The issue was resolved.